Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed button error. The blood glucose reading was 271 mg/dl. The customer stated that he had trouble with pressing the act button. He stated that he had to press the act button 5 or 6 times to make it work. He noted that he had to reset the time and take the battery out for 15 minutes. He stated that the device did not always work. He also reported that the insulin pump alarmed weak battery and battery out limit. The customer was advised that the battery out limit alarm was indicative of normal device behavior. No significant events leading to the keypad issues were observed. He stated that he was trying to deliver a bolus when he noted that the keypad was not working properly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No further tests could be performed due to button/keypad anomaly. The insulin pump was also received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.